Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for evaluation. The samples, along with retention samples selected from bd inventory, were tested and upon completion, the issue relating to oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customers indicated failure mode for oil gel globules with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® lh pst¿ ii plus blood collection tubes had separation issues. The following was reported, "they have been taking about 4-8 tubes a day in which the separation of the gel after the centrifugation leaves as residues small spheres of gel, which clog the machine when aspirating the sample and thus have defective readings.4 lots affected so far: 8093523, 7237720, 7276620 and 8242658."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8093523. Medical device expiration date: 2019-09-30. Device manufacture date: 2018-04-03. Medical device lot #: 7276620. Medical device expiration date: 2019-03-31. Device manufacture date: 2017-10-03. Medical device lot #: 8242658. Medical device expiration date: 2020-02-29. Device manufacture date: 2018-08-30. Medical device lot #: 7327720. Medical device expiration date: 2019-05-31. Device manufacture date: 2017-11-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® lh pst¿ ii plus blood collection tubes had separation issues. The following was reported, " they have been taking about 4-8 tubes a day in which the separation of the gel after the centrifugation leaves as residues small spheres of gel, which clog the machine when aspirating the sample and thus have defective readings.4 lots affected so far: 8093523, 7237720, 7276620 and 8242658."